Event description:
It was reported that on (B)(6) 2011 the patient was admitted by an emergency room, on the suspicion of dehydration and constipation. Over the preceding month, the patient had experienced frequent catheter changes which led to urinary tract infections. The patient was admitted in the hospital for observation and was treated for the urinary tract infection and was given fluids. It was reported on the last three days, the patient experienced a greatly decreased appetite, weight loss and nausea associated with the consumption of meals, very low blood pressure, dizziness, double vision and significantly increased difficulty breathing, as well as a declined mood. While hospitalized, the patient was also treated for bed sores on the left buttock. The patient had problems with a tendency towards depression while hospitalized but this was reported to have improved. The patient continued treatment with imipramine and citalopram for depression, and had agreed to treatment at home for changing the dressing. It was noted from (B)(6) 2011, the patient used the baclofen pump which was used to deliver lioresal at a dose of 25 mg in the morning and 12.5 mg at noon, in the evening and at night as well as additional baclofen in tablet form. The patient had improved by (B)(6) 2011 and the antibiotic treatment was discontinued to prevent resistance. On an unknown date, the patient was discharged. The patient was then readmitted on (B)(6) 2011 due to several episodes of respiratory arrest. Infection parameters were taken and baclofen treatment in the tablet form was discontinued due to the suspicion that the patient's symptoms could have been due to an overdose of baclofen. Two days later, the health care provider decided to reduce the dose in the pump by ten percent. It was noted the patient was hallucinating while in the hospital. Elevated infection counts were noted and the patient was treated again with antibiotics. The patient was then transferred to the neurology department on (B)(6) 2011 and some of the patient's permanent medication was discontinued in order to find out whether the hallucinations might have been due to some of the medications. It was reported it became evident during the admission that the patient had long been self-medicating with baclofen tablets at a dose of 25 mg, up to 9 times a day versus the prescribed dose of 25 mg daily. It was noted the delirium the patient experienced was triggered by the urinary tract infection and the bedsore. During the hospitalization, cardiac monitoring was implemented and it was concluded that there was no suspicion of cardiac disease. The patient was cognitively much better on (B)(6) 2011. The patient was discharged with an agreement on care at home. It was found the patient's condition compromising confusion and delirium had most likely been due to her pre-existing disease, infection, weight loss, dehydration and sclerosis and the possible overuse of baclofen tablets. The reporter noted the patient insurance source emphasized that infection, weight loss, dehydration and sclerosis together could cause confusion and delirium. The patient insurance source also emphasized that a large overuse of baclofen can cause a state of confusion and delirium. It was noted that the outcome and causality of the events were not reported. The reporter also noted the patient's comorbidities could also have been a reason for the decubitus ulcer and infection and reported it was difficult to make a reasonable causality assessment. The reporter noted these events were not assessable but indicated that based on the review of the available reported data that there was reasonable possibility of casual relationship for the event respiratory arrest. The dehydration event was noted to not be assessable for oral baclofen based on the reported date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).